Event description:
It was reported that post-coronary stenting treatment procedure, stent thrombosis occurred. The target lesion was located in the mid to proximal circumflex (cx). A liberte' 3.00x12mm bare metal stent was implanted at the lesion site. Three days post procedure, myocardial infarction (mi) and cardiogenic shock occurred. Thrombosis was identified in the liberte' stent. Thrombectomy was preformed to treat the event. No further complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.